Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after implantation of trabecular bypass stent, the patient complained of severe vision loss and myodesopsia, though a day after surgery, there was almost no anterior chamber hemorrhage and almost no corner angle hemorrhage. Intraocular pressure (iop) was 14 and the stent seemed to be inserted a little less than ideal, but there appeared to be no positional problems. Due to this, the physician mydriatized the patient and performed a fundus examination, which revealed a thin vitreous opacity in the posterior pole and a swelling-like finding at the white with pressure (wwp) around the retina (not so much as a choroidal detachment). Additionally, it was reported that on day 5 post operation, the anterior segment was very clean, corner angle bleeding has completely disappeared, optical coherence volume (ocv) was slight, no macular edema. Due to many irregularities, the surgery on the opposite eye scheduled was temporarily cancelled. Additional information was requested.

Manufacturer narrative:
Correction information was added in h.11. On initial MDR, the statement in h.11 "the product was not returned for analysis; the lens remains implanted" should have been "the product was not returned for analysis; the trabecular stent remains implanted" additional information was added in h.3.,h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of decreased vision, vitreous opacity, macular edema, and myodesopsia; therefore, the condition of the product could not be verified. Since the sample has not arrived at manufacturing site the complaint file will be closed as a no sample returned. If and when the sample arrives the complaint file will be reopened for evaluation of the sample. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Does this mean that the first insertion went too far back and caused a mild vitreous hemorrhage? Is it possible to have only vitreous hemorrhage while there is almost no hemorrhage in the anterior chamber and corner angle? I think most of the patients' complaints are not related to hydrus, but what about vitreous hemorrhage at other facilities? While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instructions for use (IFU) could potentially contribute to an outcome similar to the reported event. Visual loss is a potential risk associated with anterior chamber surgery as outline in the system's IFU. Any type of posterior segment problem with stent is very rare (approx. 0.0056%) of cases. Within that subset, vitreous hemorrhage related cases are even rarer. Those that do occur have involved either significant inflammation or cyclodialysis, which do not seem have occurred in this case. The floater may be an incidental finding. The manufacturer internal reference number is: (B)(4).